Event description:
On (B)(6), 2009, this pt was implanted with a gore tag thoracic endoprosthesis to treat an acute type b dissection. Completion angiography demonstrated adequate seal of the gore tag thoracic endoprosthesis, and the pt tolerated the procedure. On (B)(6), 2010, a follow-up computed tomography (CT) demonstrated antegrade filling of the false lumen. On (B)(6), 2010, a follow-up CT revealed that the gore tag thoracic endoprosthesis lacked adequate proximal seal to the aorta, causing a type I endoleak. The physician chose to monitor the pt. On (B)(6), 2010, a follow-up CT angiography revealed a growing false lumen segment, with clear evidence of a type I endoleak. The physician reported that there are no plans to treat the growing false lumen and type I endoleak. As of (B)(6), 2010, the pt has not been seen for follow-up. No further adverse events were reported.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. According to the instructions for use, the safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in pts with acute dissections. Additionally, the tg3415 is intended for use in pts with an aortic diameter of 29 to 32 mm. As the device was implanted in an aortic diameter of 34 to 37 mm, this device was used outside of instructions for use. Multiple attempts to acquire info required for this form were made by gore. Blank required fields indicate that the info was not provided, was deemed unavailable, or was not applicable.